Event description:
A customer reported receiving a cartridge alarm 20 during the insulin pump's load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support instructed the customer on how to inspect and clean the pump and attempted to guide them through reloading the cartridge, but the problem persisted. The pump was out of warranty, so cts arranged to send an out-of-warranty loaner pump. In the meantime, the customer was advised to rely on multiple daily injections (mdi) until the loaner pump was received.